Event description:
Stent placed in l subclavian artery, over .018 wire. Balloon placed to upsize stent. Wire then got caught and trapped in mesh of the stent, so it now moved with every wire movement. Pt required second procedure to place stent. Wire removed after some difficulty. First stent remains in pt, approx 1/2 cm from intended site. Pt sustained second arterial puncture site; no neurological or vascular compromise as a result.